Event description:
It was reported to philips that the system did not boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) debriefed the customer and confirmed the reported problem. Upon troubleshooting, rse found that the host pc was not powering on and that fuse f11 on the mpdu was blown. To resolve the problem, rse suggested substituting the host pc and advised procuring an mpd control unit. To resolve the issue, the customer replaced the host pc and return the part for further analysis and found the failed compound is power supply. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.